Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 18-mar-2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive result on a 74-year-old male patient with history of hypertension presenting with multiple weeks of palpitations with intermittent chest tightness. Return product is available for investigation. Method date tested result I-stat (B)(6) 2026 1828 57.10 I-stat (B)(6) 2026 1948 8.40 there are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml). Female 490 13 (10, 17). Male 404 28 (19, 58). Overall 895 21 (14, 30).